Manufacturer narrative:
(B)(4). After battery installation, the unit powered up with a blank display. There was water on the boards after they were taken out of the case. Furthermore, there was water inside the battery connectors. Unable to perform the displacement and self tests due to the blank display. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is firmly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated that the insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.